Event description:
The surgeon inserted and removed a plate collamer lens model cc4204bf without pt injury. The surgeon decided to change to a 3-piece lens since the pt had poor capsular support. The reporter stated there was nothing wrong with the collamer plate lens.